Event description:
Per the clinic, the patient experienced pain and poor sound quality (buzzing sounds) from the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.